Event description:
The hcp was able to aspirate, but unable to fill the reservoir. The hcp aspirated the correct amount of drug from the pump and bubbles were seen. The refill kit tubing was patent. There was no needle depth issue. The hcp felt the silicone rubber septum. The needle was patent. The hcp was attempting to fill the reservoir with preservative-free normal saline. The pump contained dilaudid and bupivacaine. There was no drug therapy or medical problem.

Manufacturer narrative:
(B)(4).